Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 6/22/2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for an elevated blood glucose (bg) close to 500 mg/dl with no reported symptoms associated with an alleged inaccurate delivery. The patient reportedly discontinued pump therapy, was treated by a healthcare provider and remained hospitalized but the type of treatment received was not specified. The patient¿s pharmacist reported that the patient was reusing cartridges which classifies as user error but it cannot be determined if this was the reason for the patient¿s high blood glucose level. Troubleshooting with customer technical support (cts) could not be completed therefore the inaccurate delivery allegation could not be confirmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention with use error as a contributing factor and the pump could not be ruled out as contributing factors.